Event description:
It was reported that patient had faulty generator which had a fault in the screw. During the surgery when doctor tried to secure the lead in the generator by tightening the screw, the screw broke. The supplier did not have any back up which left the procedure to fail. Another device was then implanted a week later. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. The suspect generator had not been received by product analysis to date. No further relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
Product has been received into analysis. Product analysis has not been completed to date.

Event description:
It was later reported that a distributor technician was present at the surgery. The surgeon had asked for a replacement as during the implant the event occurred. The distributor technician was not allowed near the sterile site, so it is unknown if the torque wrench was inserted perpendicular to the generator. The surgeon had inserted the hex screwdriver while turning it clockwise, but the screw came out. There was no difficulty inserting the pin or additional force applied by surgeon. Product analysis the suspect generator was completed. The reported allegation of ¿detachment of component(s) setscrew and septum plug¿ was observed (as received prior to decontamination) in the pa lab. The returned septum meets specification requirements, and the pulse generator header septum cavity meets specification requirements. The setscrew shows indention marks on the underneath side, indicating that the setscrew had made contact with a lead pin. The septum shows damage on the underneath side suggesting that the setscrew was extracted up into the septum. The setscrew being extracted up into the septum may have been a contributing factor for the allegation of ¿detachment of component(s) setscrew and septum plug¿. There were no performance, or any other type of adverse conditions found with the pulse generator. Since the product analysis concluded that no issues were seen with the device besides the detached components, these likely occurred due to surgeon error of using excessive force. All parts met specifications so there was likely no manufacturing error. Generator also previously passed specifications prior to release.